Event description:
The pt experienced a burning sensation around the ins and pain around the leads. The pain had been felt for approx six months and was getting progressively worse. When the device was turned off, it was substantially greater. The device was removed and discarded. It was planned to implant a new device after the pt healed.